Event description:
It was reported that the gastrointestinal videoscope exhibited lighting malfunction, the light is flashing, indicating an intermittent fault. The event occurred before sedation of upper digestive endoscopy diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.